Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder had no color, due to clogging of nozzle the air/water supply volume did not meet the standard value and the objective lens was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had the air/water duct was disturbed and worked sporadically. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was found clogged with a silicon-type foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. D4: added UDI (B)(4). H4: added december 19, 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the legal manufacturer¿s investigation and the available information, the foreign material could not be identified. There was no damage observed in the nozzle that could have caused the adherence of the foreign material. The foreign material may have remained due to insufficient reprocessing; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual. Chapter 3 preparation and inspection: the IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.